Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was going to have a battery revision due to a healthcare provider seeing something strange with programming. It was noted that there were impedances greater than 4000 ohms on some of the bipolar pairs. At the first impedance check, electrode pairs 0/2 and 0/3 were greater than 4000 ohms when tested at 1 volt, 210 pulse width and there were a lot of repeating values. At the second impedance check nothing was greater than 4000 ohms but there were repeating values. It was noted that the test was completed at 1.4 volts, 210 pulse width. The values for the second check were as follows: case/0 1416, case/1 460, case/2 789, case/3 701, 0/1 1416, 0/2 1462, 0/3 1462, 1/2 1416, 1/3 1416, 2/3 1416. It was reported that at the third impedance check, they still saw repeating values when tested at 1.4 volts, 300 pulse width. The reporter stated that the patient felt a shocking sensation during the test and it was thought that this occurred when case/1 and case/2 were pulsed. The values for the third check were as follows: case/0 1095, case/1 490, case/2 1007, case/3 801, 0/1 2029, 0/2 2029, 0/3 2029, 1/2 1007, 1/3 1007, 2/3 1322. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v379942, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Manufacturer site ID changed from 3007566237 to 3004209178 due to updated serial number.

Event description:
It was later reported the patient's implantable neurostimulator (ins) was replaced and an impedance test was run and was within normal parameters. It was noted the surgeon decided that a lead replacement was unnecessary.